Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited low impedance and noise leading to over-sensing. The patient will further be monitored. The patient was in stable condition.